Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the pu tubing melted near the terminal pin. Further analysis determined this observation is consistent with electro-cautery damage. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil exhibited a single break. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue.

Event description:
It was reported that during a normal follow-up this right atrial (ra) lead exhibited out of range impedance measurements. Further review and an x-ray evidenced the lead was fractured. As result, a physician extracted the lead due to damage in the lead body and insulation. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was extracted due to damage in the lead body and insulation. No additional adverse patient effects were reported.